Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated by our field service engineer. The reported failure could not be duplicated. Preventive maintenance was performed and the ventilator was cleared for use. The investigation of the provided ventilator logs confirms the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior and after the reported event date. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration, during patient treatment. There was no patient harm. (B)(4).